Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to a system interconnect flex cable that was not properly seated. The cable was reseated to correct the reported problem. No evidence of tampering/abuse was found. The device was recertified and returned to the customer. The returned battery was not tested as it would not add any value to the investigation. The battery was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.